Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via a billing sheet that an intraocular lens (iol) had been explanted. Additional information was provided that the wrong model iol was implanted by mistake. The capsule was ruptured and a backup lens was used.